Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation. Clinical review of the medical records does not reveal any allegation against any fresenius products. The acute metabolic encephalopathy due to polypharmacy, lactic acidosis, acute prolonged qtc that was possibly drug related, acute urinary retention were unlikely related to peritoneal dialysis with fresenius products and likely related to the patient¿s polypharmacy and age (urinary retention).

Event description:
A peritoneal dialysis (pd) patient called technical services for assistance disconnecting, was disorientated, and had an ambulance arrive. During follow-up with the pd nurse reported the patient was admitted for altered mental status. She reported the patient was on long term pain medications. She also reported there were no electrolyte imbalances and his pd fluid showed no sign of infection. During admission the patient was found to have acute metabolic encephalopathy due to polypharmacy, lactic acidosis, acute prolonged qtc that was possibly drug related and acute urinary retention (to be treated with flomax). In addition the patient had physical deconditioning that occurred during admission that was treated with physiotherapy. Discharged on (B)(6) 2016.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.